Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A sample was received for evaluation. During a functional evaluation it was detected that the sample did leak. The reported condition will be treated as confirmed related to manufacturing/production process. The root cause and action plan will be documented through a formal investigation corrective/preventative action (CAPA).

Manufacturer narrative:
Lot number updated from unknown to 191580072.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports that the tube was leaking fluid where the tube connects into the spike connector.